Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he they experienced a low blood glucose value. The customer¿s low blood glucose value was 42 mg/dl. The product will not return for the analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019.